Event description:
A technician reported a case of anterior uveitis, observed in the patient's left eye seven weeks post lasik. Patient has noted eye is light sensitive. The reporter indicated patient was started on a steroid drop and a mydriatic drop. Additional information has been requested.

Event description:
Upon follow up, anterior uveitis is reported resolved.

Manufacturer narrative:
Additional information: logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).